Event description:
It left burn blisters and bleeding marks along her abdomen [burns second degree], it left burn blisters and bleeding marks along her abdomen [haemorrhage]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to use thermacare heatwrap (thermacare menstrual) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported she used the menstrual heating pack (as she normally would, and following the instructions) and it left burn blisters and bleeding marks along her abdomen. Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. According to the product quality complaint group, severity of harm was assessed as s3. Additional information has been requested and will be provided as it becomes available. Follow-up (24oct2019): new information received from a product quality complaints group included: severity of harm was assessed as s3. Company clinical evaluation comment based on the information provided, the events of "it left burn blisters and bleeding marks along her abdomen" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of "it left burn blisters and bleeding marks along her abdomen" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] it left burn blisters and bleeding marks along her abdomen [burns second degree], it left burn blisters and bleeding marks along her abdomen [haemorrhage]. Case narrative:this is a spontaneous report from a contactable consumer or other non hcp. A female patient of an unspecified age started to use thermacare heatwrap (thermacare menstrual) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported she used the menstrual heating pack (as she normally would, and following the instructions) and it left burn blisters and bleeding marks along her abdomen. Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "it left burn blisters and bleeding marks along her abdomen" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "it left burn blisters and bleeding marks along her abdomen" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.